Manufacturer narrative:
The involved patient later died as a result of trauma from a traffic accident. The information received indicates that there was no direct contribution of device behavior to patient outcome. The philips field service engineer (fse) confirmed that device behavior did not impact patient outcome, however no further customer contact was possible. An electronic event file from the incident was reviewed and indicates leads on/off, noisy ECG, and wandering baseline throughout the event. The device was evaluated by a philips fse and the reported symptom could not be reproduced. The device passed all performance assurance testing and was placed back into use. Note that there are many factors that influence the acquisition and quality of the leads ECG waveform, including skin prep, electrode condition (dry), electrode/lead placement, patient physiology, or incomplete connection of the ECG cable to the mrx device. Philips cannot determine the cause as the reported symptom could not be reproduced.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
It was reported that the mrx was being used as vital signs monitor in an ambulance that was attending to a patient seriously injured by accidental trauma. The monitor stopped showing vital signs suddenly. A second mrx was used to continue monitoring on the patient. The involved patient later died. The information currently received indicates that there was no direct contribution to patient outcome, but indirect since patient status was unknown for a while. The date of death is currently unknown. Additional information has been requested.